Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was alleged lead damage noted on the right ventricular (rv) lead resulting in increased capture threshold and noise episodes. The lead damage was not confirmed visually. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.